Event description:
(Cc# 97-00457) the iab was inserted into the patinet on 4/15/97 at 1:15 am and removed on 4/15/97 at 6:00 pm. The iab did not malfunction. As a result of the event, there were bleeding complications from the event. A vascular surgeon was consulted and the iab was surgically removed. (Event complications: bleeding/iab surgically removed - reported 4/21/97. (Pt's current status: unk - rpt'd 4/21/97.)